Event description:
Customer reported a motor error and a no delivery alarm during a bolus. The blood glucose reading was 280 mg/dl. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected excessive no delivery alarms or motor error alarms noted during testing. The pump passed the displacement, rewind and basic occlusion tests. The motor was tested outside of the device and it passed. Unable to prime during the prime test due to severe moisture damage on the force sensor. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a cracked belt clip slot.